Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported the patient had not charged her ipg for six months. The patient reported she had stopped using the stimulation because the pain had subsided. The ipg would no longer communicate with the charger or the programmer. It was reported the patient was scheduled for an x-ray to determine if the ipg had flipped. No further information was available.